Event description:
It was reported field service report: pump was on pt. Symptom - preventative maintenance (pm) due on console. Reported purge failure alarm, fiberoptix sensor (fos) not zeroing, EKG triggering issues and arterial pressure (ap) zero issues. Findings/action taken: replaced pump assembly, for purge failure issues. Fos zero, ap zero and EKG triggering working normally. Pm completed. Functional check. Software level: 2.24 additional information received on (B)(4) 2013 stated that the field service representative (fsr) spoke with the clinical engineer (ce) who works with risk management. It is believed that the event occurred about two weeks ago. The fsr was not given any information about the pump except that they were having purge failure. The ce did not have any information on the pt except that they transferred the pt to another pump with no injury to the pt. The pump assembly will be returned for evaluation.

Manufacturer narrative:
(B)(4).